Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of the implant's attempted placement in ada site 27 in the mouth, there was insufficient bone. The site was grafted. Clinician also had difficulty removing the implant from the vial. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of the implant's attempted placement in ada site 27 in the mouth, there was insufficient bone. The site was grafted. Clinician also had difficulty removing the implant from the vial. The product will be forwarded to the manufacturer for investigation. There were no reported complications.